Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor was missing the cannula. The customer¿s blood glucose was 154 mg/dl at the time of incident. Customer declined troubleshooting . The customer was advised to discontinue use of pump and revert to back-up plan. The product is not expected to return for analysis.